Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, tissue adhered to the jaws of the synchroseal instrument following energy activation. Manual removal of the tissue by pulling resulted in bleeding. To address the complication and continue the procedure, a vessel sealer extend (vse) instrument was used. This incident caused a 15-minute delay; however, the procedure was successfully completed robotically. An intuitive surgical inc. (Isi) field service engineer (fse) has been requested to further investigate and rule out the e-100 generator as a potential cause. Additionally, an isi technical support engineer (tse) reviewed the system logs and confirmed that no errors were present. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the synchroseal instrument to perform failure analysis. A review of the energy log for the synchroseal instrument shows there were 3 seal and 19 transect events with no errors. Based on the complaint description, the issue appears to involve tissue sticking. It could not be determined why tissue sticking would occur after 6 minutes of use and 22 energy events. A review of the video provided was performed and no functionality-related issues were identified.